Event description:
The customer reported that during their annual service they noticed the battery charge status and ac power led indicators were inaccurate. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4): the customer reported that during their annual service they noticed the battery charge status and ac power led indicators were inaccurate. There was no report of patient involvement or adverse patient impact. The device was evaluated by the philips (B)(4). The reported symptom was confirmed. Philips (B)(4) reported that replacing the front bezel and keyscan pca resolved this malfunction. The device passed all performance assurance tests and was returned to the customer. We cannot determine the cause of this malfunction since multiple parts were replaced. No further communication was requested and no further communication is indicated.